Manufacturer narrative:
Date of event and procedure date estimated as 30 days prior to the aware date.

Event description:
It was reported that a device embolization occurred. It was reported via social media that a patient had a watchman closure device implanted, and that "his body expelled it." No additional information is known at this time.

Event description:
It was reported that a device embolization occurred. It was reported via social media that a patient had a watchman closure device implanted, and that "his body expelled it." No additional information is known at this time. It was further reported that about six weeks post procedure, the "device" "backed" out of the skin of the patient and the physician gently pulled it out the rest of the way with no incision and no blood. The patient had a previous stroke in the visual cortex and this device was implanted to monitor for atrial fibrillation. During treatment, it was determined that he had a previous stroke in the same area. While the device was implanted, the patient did not experience atrial fibrillation. Based on this additional information, the device involved does not sound like a watchman device.

Manufacturer narrative:
Impact code corrected from serious injury/illness/impairment f12 to no health consequences or impact f26. Device code corrected from device dislodged or dislocated a051201 to adverse event without identified device or use problem a24. Date of event and procedure date estimated as 30 days prior to the aware date.